Manufacturer narrative:
During the complaint investigation review, it was discovered the device was not reported as reportable to generate the record for submission. Corrective action was required by the processor to allow the creation of the reportable record. This was a processing error by the assessor.

Event description:
Implant has driver that broke in it.

Event description:
Implant has driver that broke in it.